Event description:
It was reported to the manufacturer by the end user, per the end user maintenance director reported that the following occurred sometime between the evening of (B)(6): resident claims that the bed dropped quickly from the highest position all the way down. He stated that he tested the bed and does not see how this is possible but that he needs to report it. The following injuries allegedly occurred: resident suffered a broken disk. Believed to be l7 disk in the back. Customer said that they are looking into whether or not the resident had this injury prior to her time at the facility. (B)(6) reported that the injured party was hospitalized. Upon speaking with the unit manager at the facility, the disk issue was present prior to entry into the facility and the bed dropping aggravated the existing injury. Complaint #(B)(4) and ra #(B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.